Manufacturer narrative:
UDI:(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device had a loose lower button. During service and evaluation, it was determined that the small battery drive device flange was loose on the trigger. The device also failed pretests for check general condition, check the off/oscillation/on switch mode function, check the compatibility between colibri/small battery drive (sbd) and colibri ii/ sbd ii and check the function with electric pen drive console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.